Event description:
Procedure: low anterior resection. According to the reporter: during the first firing, the surgeon heard some breaking sound, however, the stapler did fire. Second firing failed because it was applied to a thick tissue. After clamping and pushing the green firing button, the second reload trigger was pulled without traction and the stapler fired partway and there was poor staple formation. The iron bar has been pushed out, on the articulation neck of the reload. No patient injury. The problem was corrected by over-sewing and re-stapling. Instrument did not break inside the patient. No reinforcement material was used. There was unanticipated tissue loss as a result of this problem. The damaged tissue was transected. No blood loss resulting from this product problem require a blood transfusion. Surgical time extended by more than 30 minutes due to the product problem, with no adverse event. The current status for the patient is reported as stable.

Manufacturer narrative:
(B)(4).